Event description:
It was reported that pump experienced malfunction alarm with code and shut down due to low battery, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. During call, customer connected pump to power source and pump turned back on, cts confirmed shutdown in pump history, advised that pump could continue to be used, and instructed customer to call back if malfunction code occurred again, which customer acknowledged and understood.